Event description:
Kimberly-clark received a report stating the inner white part of the gastric port came out. The device had been in place from (B)(6) 2014 until (B)(6), 2014 when the device broke. The nurse practitioner had the family demonstrate how they were inserting and removing the extension sets. According to the nurse practitioner, the family performed the insertion and removal of the extension sets correctly. There was no patient injury. The tube replacement procedure was performed in the radiology department.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined.kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury. Device not returned by customer.